Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was giving a tone and flashing a white display. The blood glucose reading was 164 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a flashing white lcd with audio beeps due to cracked lcd controller on the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. Unable to verify error codes messages due to flashing white lcd. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.